Event description:
Per the info provided to the co by the physician's office, the device was removed due to a "leak in [the] tubing." As reported to the co, the entire device was removed and replaced with a prosthesis produced by the same MFR. 9/25/97 - per the requested info, the physician/surgeon stated that there was a "tube rupture between [the] reservoir and [the] cylinder."

Manufacturer narrative:
Resipump, two cylinders and two rear tip extenders were returned fro eval. All components were received detached. Testing of returned components revealed leakage site from each of cylinder bladders. Separations were also noted in tubing exiting cylinder #2 and posteriorly in tubing adjacent to pump strain relief #1, but were not sites of leakage. Strain reliefs and tubing exiting resipump were bent toward midline of device upon receipt indicating they had been in that position for extended period of time. Microscopic examination of distaltubing ends revealed that tubing exiting cylinder #1 and outlet #1 had markings indicating contact with a sharp instrument such as scalpel or scissors. Examination of leakage sites from cylinder bladders also revealed contact with sharp instrumentation. In both instances, contact most likely occurred during or subsequent to explant because leakage to extent observed from individual sites would have rendered device nonfunctional soon after implant, even if only one of them had exited. Distal ends of tubing exiting cylinder #2 and outlet #2 had markings indicating stress(s) induced rending as did separation at tubing/pump strain relief #1 junction. Latter had an area of abrasion surrounding separation stie as did both distal tubing ends of cylinder #2 and outlet #2 posteriorly. Pattern of abrasion and curvature of tubes exiting pump indicate tubes were over-lapped at this site based on qa's examination and info provided, qa concluded that while in-vivo tubing exiting cylinder #2 was kinked and abrading against itself near the cylinder. Also, tubes were over-lapped near pump strain for an extended period of time. Qa further concluded that this positioning, in combination with device usage over time contributed sufficient stress(s) to rend tubing at all noted stres-induced sites. Separation/detachment site between cylinder #2 and resipump would have allowed loss of fluid and rendered device inoperable. Thus, qa accepts report of "leak in tube" as cause for surgical intervention.